Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 1 of 3. The home patient (hp) had an open clamp on an unused supply line. The technical service representative (tsr) had the hp cycle the power and the hc then alarmed se 2367. (A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event. On (B)(6) 2012, baxter qs contacted the home patient. He confirmed he called the technical service representative (tsr) for the se 2240 and had an open clamp on an unused line. He stated the tsr had him start over with new supplies. He is ok and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms.the lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.